Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: injuries or adverse event: no reported issue: per customer report ¿we are having issues with the 24 gauge IV retractable button. This lot number is consistently not retracting the needle.¿ 1. When you pressed the button, did the needle fully retract? No. 2. Did the needle retract slower than normal? It wouldn't retract, or it would take a few button pushes to retract, one retracted sideways so didn't fully retract. 3. Did the needle start retracting and then stop, leaving the needle exposed ? In at least 2 of the instances. 4. Did the needle not move at all after pressing the button? Yes, it did not move in most instances unless was pushed multiple times after removing from the patient's vein. 5. Did the button depress? No, only after multiple pressings. 6. Can you please provide an exact date of event in format dd-mmm-yyyy? Multiple events (B)(6) 2025 when we took the lot number out of service.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. The report that of retraction issues was confirmed and the cause appeared to be manufacturing related. We received 174 sealed 20gx0.75in insyte autoguard devices from lot number 4298111. A sampling of 20 units were randomly selected for testing. A functional test revealed that the needle fully retracted when the safety mechanism was activated; however, the retraction time exceeded the specification. An incorrect equipment setting may cause excessive or dispersed gel which may result in a slow retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.